Manufacturer narrative:
The reported event of inability to insert stylet into the lumen of the lead was not confirmed. As received, a complete lead with a stylet and an implant tool were returned in one piece for analysis. All tines were intact, and no anomalies were noted. The stylet insertion test was performed, and it was able to be fully inserted into the lead with no restriction was noted. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Investigation results will be provided in the final report.

Event description:
During implant, there was difficulty inserting the stylet into the atrial lead. A different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.